Event description:
Report rec'd from (B)(6) stating that they "cannot insert cutter". The device was used during surgery. No injuries were reported. It is unknown if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).